Event description:
It was reported that a patient with cervical trauma underwent a procedure at c6/7 using a navigation system. It was reported that de viation of screw(s) was suspected and the surgeon confirmed that the screw(s) was deviated from a pedicle by c-arm images. The screw(s) was repositioned. Per the report, the patient was unable to move the left leg post op. No other patient complications or outcomes were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.